Manufacturer narrative:
A patient received a prodisc c device on an unknown date in (B)(6) 2020. On (B)(6) 2020, the patient had a surgical intervention to remove the prodisc c device. The device was removed because the patient experienced no improvement in their pre-implantation condition post operatively up to the day of explantation. There was no indication of a device problem or malfunction based on the information provided and investigation. No part or lot numbers were provided from the case. Previous complaints indicate this is a known risk according to the device design fmea, and the rate of complaints is within acceptable limits. The device was not made available for retrieval and evaluation by the hospital facility for unknown reasons. The investigation could not establish a cause for the adverse event.

Event description:
A patient underwent a revision and removal of a prodisc c implant on (B)(6) 2020. The prodisc c device was removed and the patient was converted to a fusion using unknown devices. The prodisc c device was removed due to the patient's condition showing no signs of improvement from pre-implantation to the time of removal.